Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27 mm watchman flx pro closure device was selected to be used. A pericardial effusion was noted on pre-procedure imaging. Following ablation and deployment of the closure device during which one (1) full recapture was performed, the imaging physician and implanting physician observed a change in the appearance of the pericardial fat pad compared to the pre-procedure imaging. The imaging physician monitored the area for approximately ten (10) minutes before removing the transesophageal echocardiography (tee) probe. The patient was already scheduled for overnight admission. A follow-up echocardiography was ordered to be performed two (2) hours after the procedure to reassess the effusion. The patient is expected to fully recover.